Event description:
It was reported that the previously reported revascularization was performed on (B)(6)-2012. It was also reported that during this revascularization the tibial-peroneal trunk artery (tpt) was treated instead of the posterior tibial artery.

Event description:
Additional information received reported that amputation of the third digit on the left toe was reported to have occurred approximately 6 months post index. Investigator reports that the event was not related to the study device or procedure. Outcome is reported as resolved.

Event description:
The reason for the previously reported amputation performed approximately 6 months post index procedure was confirmed as re-occlusion of the left posterior tibial artery and new wound appearance.

Event description:
Date of reocclusion of the posterior tibial artery approximately 6 months post index procedure confirmed.

Event description:
Reocclusion of the posterior tibial artery occurred approximately 6 months post index procedure and the patient underwent revascularization. Patient death was reported to have occurred due to cardiac arrest approximately 19 months post index procedure. Investigator reported that the event was not related to the study device and procedure.

Manufacturer narrative:
Results/conclusions: (restenosis requiring medical intervention). (B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (revascularization).

Event description:
An amphirion deep pta balloon catheter was used in the revascularization of the posterior tibial artery of the target limb approximately (B)(6) months post index procedure. However it was reported that patient underwent another revacularization of the posterior tibial artery approximately (B)(6) months later (approximately (B)(6) months post index procedure). Investigator reported that the event was highly probably related to the study device.

Manufacturer narrative:
(B)(4).